Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed white foreign material inside air/water cylinder and bending section adhesive could not be identified and a definitive root cause of the issue could not be determined, as there was no air/water cylinder deformation observed that might result in the retention of foreign material and no additional facility device cleaning/reprocessing information was reported and or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use section(s) below: gif/cf/pcf-190 series operation manual. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited white foreign material in the air/water cylinder. There were no reports of patient involvement.